Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the clinician, (B)(6), contacted technical services regarding the patient most recent transmission freeze capture. Upon review tse noted ventricular r waves undersensed. Tse suggested adjusting sensitivity from auto to 2.0 mv to uncover r waves. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).